Event description:
Customer reported:  I have picked up 2 more vent circuits rt509-852 from one of the patients.  These two circuits melted thru in the last 10 days.  This is from the (B)(6) family you are planning to visit in (B)(6).  They seem to have more problems than anyone else.  They had a third circuit that was discarded.  There was no patient harm and the circuit was replaced with another rt509-852 circuit.  I don't have info on the lot number at this time. (B)(4) were opened to capture the other incidents.

Manufacturer narrative:
(B)(4). Device is in the process of being sent to the manufacturing plant. Upon carefusion's investigation, a follow up medwatch will be submitted.